Manufacturer narrative:
The ventricular lead remains implanted; however, it has been deactivated and will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, it was noted that this ventricular lead and unknown competitor atrial lead were not capturing correctly. Fluoroscopy was performed and revealed that both lead had been wrongly positioned and this ventricular lead had perforated the patient's heart wall. A revision procedure was performed; the ventricular lead was attempted to be removed and replaced; however, the lead could not be removed due to the patient's anatomy. The decision was made to leave the ventricular lead in place and implant another competitor ventricular lead. In addition, the unknown competitor atrial lead was removed and replaced with a competitor lead. The procedure was successfully completed. No additional adverse patient effects were reported.